Event description:
Catheter was placed several months ago, which has worked very well. Recently, the catheter itself has fractured a few times, such that the connecting device has approached the exit site of the skin surface on the venous port and has caused irritation around the skin level, such that cellulitis has developed. The venous is fine, on inspection in the arterial, the hub of the actual catheter is eroding into the skin. On 6/11/96, pt went to or for revision of the cath. Lot#m6033310 replaced red catheter.